Manufacturer narrative:
Reported event of ¿insufficient heatseal¿ is confirmed. Received nine of 138114a in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were obvious signs of a breach on seven of the devices. Performed a functional inspection on the two other devices, they were dye leak tested which indicated that both packages had a sufficient heat seal and did not leak. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 11 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 224 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported that the 138114a device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.